Manufacturer narrative:
The reported incident that locking screw axsos 3 ti 5.0mm / l36mm was alleged of issue s-36 (component/device stuck) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused already during screw locking as it is clearly evident that the locking grooves are fully jammed / seized up (see attached image documentary). The device inspection revealed the following: damages on the inner hex of the screw are clearly evident. When viewed from the back; the screw had been cut off as it was impossible to unlock the screw from the plate. We have also tried to undo / unlock the screw using an appropriate screwdriver. Unfortunately the locking screw was jammed / seized up that bad that we were also not able to undo the connection (without damaging the screw head or screwdriver tip). This gives us a good indicates that the failure was caused already during screw locking as it is clearly evident that the locking grooves are fully jammed / seized up. A close up, done by the microscope also clearly show the damages which were caused during plate removal. Extract from the op-tech: axsos-st-2 en_rev-3_axsos 3 distal lateral femur targeter surgical technique_2015-8381. Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Revision surgery on a non union of distal femur fracture. Removed a broken axsos 3 distal femur plate 2 years out from original surgery. While screws were being removed one of the locking screws could not be removed. Needed the midas rex to cut through plate and screw to remove screw and plate

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision surgery on a non union of distal femur fracture. Removed a broken axsos 3 distal femur plate 2 years out from original surgery. While screws were being removed one of the locking screws could not be removed. Needed the midas rex to cut through plate and screw to remove screw and plate.